Event description:
Complainant alleged that the clinicians were treating a 78 yr old male pt in cardiac arrest, and who was presenting an asystole heart rhythem. The clinicians administered drug therapy and converted the pt's heart rhythm to a ventricualr fibrillation rhythm. The clinicians then attempted to defirbillate the pt at 200 joules, but device screen displayed a "shorted discharge" error message. The clinicians were able to obtain another device to defibrillate the pt. The complainiant indicated that the pt subsequently expired.